Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device shut itself off one time, they weren¿t sure why, maybe it happened when they went to (B)(6). The patient stated they thought it was on and it was not, it happened right after they had their baby in march. The patient noted turning the stimulation back on the day after the baby was born because they needed it. The patient reported going in to work with their healthcare provider and a representative came in and did some programming. No further complications were reported.